Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 235mg/dl at the time of the incident. The customer reported that they tried to put a sensor in and it would not connect. They tried to call but hold was too high. The sensor glucose was 313mg/dl and then 388mg/dl. Then blood glucose was 417mg/dl. The customer had manual injection. Sensor glucose was 300mg/dl for over an hour. He gave himself the amount of corrections he could had him take a finger stick. Blood glucose was 417mg/dl and treats based on the sensor readings. After breakfast blood glucose was 235mg/dl. Patient's blood glucose at time of incident was 388 mg/dl. Patient's current blood glucose was 417 mg/dl. Blood glucose was 340mg/dl when sensor glucose was 313mg/dl. There was an air bubble in the tubing. The insulin pump will not be returned for analysis.